Manufacturer narrative:
Device evaluted by MFR.:returned product consisted of a coyote es balloon catheter. There were buckled locations throughout the distal end of the catheter. The shaft was scratched with a pinhole and there was a pinole in the balloon on the distal side of the markerband. The damage observed is consistent with interaction with the lesion during the procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.